Event description:
As reported by the user facility (translation of user facility info by (B)(4)): pt came into the hospital by emergency and was transferred to surgery where they saw that the catheter came loose and entered the blood vessel of the pt. The pt had to undergo surgery to remove the catheter. There is an intern investigation in the hospital what could caused the event. Please refer MFR report # 9610825-2013-00437.